Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found the pulse generator exhibited loss of sensing and high current drain. Upon cutting open the device for extensive testing, the root cause could not be determined.

Event description:
It was reported that the pulse generator exhibited loss of sensing. The device was explanted and replaced.